Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the non-calcified and moderately tortuous distal right coronary artery. The 1.5x8mm apex monorail balloon was advanced into the target lesion, and upon the first inflation at about 10atm, the balloon deflated. It was removed from the patient and a balloon rupture was noted. The procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be "good".